Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported a surgery occurred with the incore lapidus single use system on an unknown date. At an unknown post op date, the surgeon noted the screw missed the post. No patient complications were reported.